Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown. It is unknown which lead exhibited high impedances so both are being reported on. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-02086. It was reported that the patient's right lead was displaying high impedances. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: explant date updated.